Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: b5, h6 (medical device ¿ problem code, investigation findings).

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had balloon pumping issue. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had bad pneumatic interface module (pim) issue. Problem noted before use during routine check. No patient involved.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6) and event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields:b4,e1(initial reporter name),g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions,component codes),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse found the issue as stated by the customer. As per service manual the fse replaced pneumatic interface module (pim). Completed repair successfully. Completed all functional and safety tests per manufacturer specifications. Unit cleared for use.